Event description:
While installing the instrument power cord, (part number mv0550) one of the terminal connectors was not completely crimped to the wire. The connector fell off of the wire during further examination. Loose connector presents the potential for exposure to electrical energy during normal operation of the device.